Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken and it was noted that the hanger assembly and lower case were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors on the external pulse generator (epg) where the leads attach to the epg were broken affecting the ability to secure pacing leads to the epg. The epg has been received for service. There was no patient involvement.